Event description:
Complainant alleged that during a routine shift check by a clinician, the device's release latch is missing and causes the multifunction cable to lock in paddles. The complainant indicated that there was no pt involvement in the reported failure.